Event description:
Reportedly, during transporting the patient inside the elevator, the ventilator stopped ventilating and the screen at the front panel showed "loading _ _ _". The ventilator had been running for approximately 1 hour on battery. There was no low battery alarm prior to the ventilator stopping ventilation. The user/caregiver pressed buttons at the front panel; however, all buttons were nonfunctional. Therefore, the ventilator was unable to be turned off. Plugging to ac power did not fix the issue. The ventilator was left with battery power continuously until the battery became empty. After the ventilator was plugged to ac power and turned it on: the ventilator then functioned properly. The distributor informed us that the pt was most likely manually ventilated when the ventilator stopped ventilating. No add'l pt info was provided. Please note that there was no permanent injury in this case.